Event description:
During g3 long nail surgery, when the surgeon tried to use the self holding screw driver, the tip of the driver was deforming. Therefore the surgeon used another screw driver. The surgery was completed. After surgery, when the surgeon checked screw driver, it turned out that the driver shaft was broken.

Event description:
During g3 long nail surgery, when the surgeon tried to use the self holding screw driver, the tip of the driver was deforming. Therefore the surgeon used another screw driver. The surgery was completed. After surgery, when the surgeon checked screw driver, it turned out that the driver shaft was broken.

Manufacturer narrative:
Evaluation conclusion: the reported issue was not confirmed. The customer defined the screwdriver to be the primary product. No associated products were reported. An investigation and a DHR review were not possible; therefore the root cause could not be determined. The blade broke most likely due to a brittle fracture, caused by a bending overload. To prevent bending the screwdriver is laser-marked with the printing ¿do not lever¿. Furthermore it is recommended that the screwdriver shall be treated with an appropriate instrument spray after every usage. A process change was performed with ecn# (B)(4); the wich coating was removed to prevent breakages of the moveable blade. It was not possible to determine whether the complained screwdriver is the old or new design due to missing lot code. No discrepancies were detected during risk analysis review. No non-conformity identified; previous actions are in place. Device was discarded by customer.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.